Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had nausea and was hospitalized for high blood glucose and diabetes ketoacidosis. It was also stated that the customer was being treated for an infection. The settings were reviewed and found that the insulin pump was working properly.